Event description:
It was reported that this pacemaker system was having difficulties completing a remote interrogation. It was reported that yellow collecting waves (ycw) were seen on the remote communicator. Technical services (ts) was consulted for troubleshooting assistance. Troubleshooting efforts were attempted but were unsuccessful. Ts noted a previous interrogation showed device had reached elective replacement indicator (eri) status. The patient was referred to clinic for further assistance. At this time, this pacemaker remains in service. No adverse patient effects were reported.